Event description:
It was reported that the core saber drill ran without user activation during testing prior to use. There was no patient involvement, and there were no user injuries or adverse consequences.

Event description:
It was reported that the core saber drill ran without user activation during testing prior to use. There was no patient involvement, and there were no user injuries or adverse consequences.

Manufacturer narrative:
A follow up report will be filed after the quality investigation has been completed.

Manufacturer narrative:
The reported event of unintended activation was not duplicated during evaluation of the returned handpiece. However, the diagnostic engineer indicated that the damage observed on the cable assembly and the corrosion observed on the motor coil could potentially have contributed to unintended activation of the handpiece. It is possible that the cause that resulted in damage to the cable (kinks in cable and cut on cable) also resulted in damage to internal cable components in such a way that causes unintended activation. However, since no unintended activation was duplicated during testing of the device, this cannot be confirmed. During evaluation of the device, it was observed that the rotor assembly was corroded and there was rotor rub. Based on a review of risk documentation, the motor coil assembly not being adequately constrained by the motor cover (part of cable assembly, which was replaced) could potentially result in the rotor rubbing against the motor coil assembly. However, since a malfunction related to the motor cover was not reported to have been observed by the repair technician or diagnostic engineer, this cannot be confirmed as the cause of the rotor rub. Based on a review of the device care instructions, moisture infiltration of the unit could potentially result in component corrosion.